Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 42 mg/dl. The customer stated that she had started using the insulin pump on (B)(6) 2015 and began experiencing issues 2 days later. The customer's blood glucose was 56 mg/dl at the time of the call, and he treated with food. He checked his blood glucose 15 minutes later, and it was 47 mg/dl. An hour prior, his blood glucose had been 175 mg/dl and he ate about 64 units of carbohydrates. He ate another 16g, and his blood glucose was 70 mg/dl. He reviewed programming and was unsure whether his basal rates were correct; he was advised to refer to his doctor to discuss. The reservoir showed the same amount of insulin was on the status screen. He complained of chest pain and was advised to speak with his doctor regarding the low blood glucose. He was advised to monitor the insulin pump and to call back if the issues persisted. The customer's most recent blood glucose was 113 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.